Manufacturer narrative:
(B)(6). This device is not approved by the FDA; however, it is a same/similar device as model zcb00 - PMA p980040.

Manufacturer narrative:
The manufacturing record review of the concomitant product, 1vipr30 unfolder cartridge from lot no. Ck01432, indicated that the documentation and testing presented in the manufacturing record were found within product specifications. No deviation or non-conformance (ncr) related to the designated complaint types were generated. It was stated that the product met manufacturing release criteria. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.

Manufacturer narrative:
An abbott medical optics representative attended a recent surgery to observe the surgeon's implant technique in an attempt to identify a potential cause for his patient's requiring lens repositioning. The amo representative found following the site visit, that the event (lens implant requiring a secondary repositioning) was not related to anything the surgeon was doing. It was stated that post-op there was ''raised'' intraocular pressure and the unaided visual acuity was 0.30. No further information was provided. Catalog #: zct4000085. Concomitant medical products and therapy dates: healon endocoat, model vt585u, lot number: unknown. Unfolder cartridge: model 1vipr30, lot number: ck01432. Reason for non evaluation on the product: to date, the intraocular lens remains implanted. The manufacturing records for the intraocular lens were reviewed. The device manufacturing records showed no deviations. The diopter measurement records verified and were shown to be within specifications. This was in compliance with the labeled dioptric power of 08.5 diopter for this serial number. Review of the historical complaint data revealed that no complaints from this lot number were received. The batch passed all acceptance criteria for all tests performed and was within all specifications. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
It was reported that the patient underwent an implantation of an intraocular lens (iol) in the right eye, which was re-centered in a secondary procedure on (B)(6) 2013. It was stated that the vision in the right eye was not as clear as expected. A dilated fundus revealed a rotation of 100 degrees instead of the expected 82 degrees. No additional information provided.

Manufacturer narrative:
Relevant history: patient taking alfuzosin for prostate condition. Additional information was received for this report from the surgeon about the cases he reviewed. All of these cases have been in newton abbott. In three cases a rhexis didn¿t entirely capture the intraocular lens (iol) edge (around 40-60 degrees which is equal to ''1-2h''). The other cases didn¿t have any rhexis problem, nor other problem was noted. In one case the eye was extremely short and two other case very long eyes. Surgeon believes that the rhexis diameter must be shorter than 5.5mm and very well centered so if the edge of optic is not captured (even less than an hour), there will be risk for rotation. According to the surgeon the patient age is also important as the younger the patient the more risk for capsular fibrosis and more risk for rotation. All pertinent information available to abbott medical optics at the time of this report has been submitted. Placeholder.